Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and in intense care unit due to low blood glucose and high blood glucose and also had brittle diabetes on (B)(6) with blood glucose was 40 mg/dl and woke up with 700 mg/dl. The customer also had blood glucose 60 mg/dl and 300 mg/dl on same day. The customer treated their high blood glucose with insulin pump and insulin drip. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.